Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported device deformity could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system. The atrial septal defect measured 26mm and the left atrial space was very small. The balloon size measurement was 27mm. During device preparation, no deformation was observed. However, during deployment inside the patient, cobra deformation was observed. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. It was exchanged for a new 28mm amplatzer septal occluder, which was successfully implanted using the same delivery system. There was no clinically significant delay in procedure and no patient consequences were reported.